Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced insufficient reading. The iol was exchanged for a different lens within one month after initial implantation. Additional information was provided by the initial reporter that the lens was replaced with a different model iol, but the same diopter.